Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and the pump was turned back on. The pump indicated a data log corruption and the date setting was observed to reset. The customer's blood glucose level was 76 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.